Event description:
A malfunction was reported on the pump by the caller. The customer's blood glucose level was 350 mg/dl, which is within the acceptable range. Technical support provided instructions to reset the pump, and after doing so, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurs.